Event description:
Reportedly, the restenosis occurred six months from the initial implantation. Restenosis over such an extended period can be attributed to the physiological processes which accompany atherosclerotic coronary disease and not product performance. There is nothing in this event and that suggests that there is a product issue. However, this event was reported to the FDA and will remain a reportable event.

Event description:
It was reported that six months after the date of the stent implant, there was restenosis and intervention was required. No other information was available.